Event description:
It was reported that the stimulation paradigm was no longer as effective as it was previously. The device had been used for treatment of pain. As a result the patient had the device explanted on (B)(6) 2014 and it was not replaced with the manufacturer¿s product. It was noted there was no patient injury or death related to this. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 14. The last effective recharge session done while the device was implanted occurred on (B)(6) 2012. The device was recharged for 1hour 49minutes and the battery charged from 3.720v to 3.845v. The parameter trend diagnostic section of the trace report showed the last patient usage occurred on 6/29/2012. The battery discharged to the lock mode on (B)(6) 2012. The ins battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, -11-17 product type extension; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.